Event description:
It was reported to boston scientific that an exalt model d scope was used in the treatment of biliary stones during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the physician began removing bile duct stones. Halfway through the procedure, the exalt image / screen went black. The physician regained an image but the color and image were distorted. The physician removed the exalt model d scope exalt and finished the procedure with a reusable scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Imdrf code a090208 captures the reportable event of poor-quality image.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Imdrf code a090208 captures the reportable event of poor-quality image. Device evaluation summary: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. During visual inspection, no damage was observed to the scope. The exalt model d scope was connected to the monitor and showed an image as expected. No abnormalities with image color were observed. The tip was articulated using the handle knobs and visualization remained constant. There were no abnormalities found during the electrical tests. The resistance measurements were within the expected range, the scope led tip turns on, and no shorts in the circuit were detected. The image remained constant when the device was being flushed. Media inspection of customer provided photos was conducted. It was observed that the image displayed by the scope appeared orange and unclear. The reported events of scope poor quality image and scope color scheme inadequate could not be confirmed during the device analysis but were present in the photos provided by the customer. Therefore, the most probable root cause of these events could not be determined. The reported event of scope loss of visualization was not confirmed with testing of the returned device. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that a exalt model d scope was used in the treatment of biliary stones in the duodenum / ampulla during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the physician began removing bile duct stones. Halfway through the procedure, the exalt image / screen went black. The physician regained an image, but the color and image were distorted. The physician removed the exalt model d scope exalt and finished the procedure with a reusable scope. No patient complications were reported as a result of the event.